Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and diabetic ketoacidosis with a blood glucose value of 576 mg/dl. The customer reported hospitalization. Troubleshooting was partially performed. It was found that the customer has got a high blood glucose event due to pump error 53. The customer was unable to clear the alarm. It was found that the customer was using the pump within 48 hours of the reported event. It was unknown if the auto-mode feature was active. No further patient complications were reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The pump will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged pump error 53 alarm, keypad anomaly, was hospitalized for high bgs and dka found on (B)(6) 2023. The pump was received with a depleted energizer max alkaline battery installed. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No unexpected pump error 53 alarm noted during the testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was no pump error 53 alarm recorded in the formatted history file for the event date of on (B)(6) 2023. However, pump error 53 alarm was recorded in the formatted history file on: on (B)(6) 2020, 18:42:47.000 to on (B)(6) 2020 18:43:28.000, on (B)(6) 2020, 14:53:26.000 to on (B)(6) 2020 14:55:42.000, on (B)(6) 2020, 15:05:00.000, on (B)(6) 2020, 15:05:00.000 to on (B)(6) 2020 16:10:20.000, on (B)(6) 2020, 17:02:08.000. Pump error 53 alarm due to software error (linenumber: 5632 ; filenumber: (B)(4). All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. Pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. However, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator/power connector assembly noted. Corrosion was also found on the battery tube assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Battery cap contact damaged was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Keypad anomaly was not confirmed. Pump error 53 alarm was confirmed, due to software error. During visual inspection, corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator/power connector assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.